Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the insulin cartridge leaked insulin at the connection of the cartridge resulting in elevated blood glucose levels. The piston rod of the infusion device was not functioning properly. The patient's blood glucose level increased to 30.0 mmol/l and he was hospitalized for diabetic ketoacidosis. The patient was treated with insulin at the hospital. He was released from the hospital on (B)(6) 2023. The diabetes nurse alleged that the insulin leak might have been the cause for the elevated blood glucose levels which led to the hospitalization.